Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited clogged nozzle and foreign objects in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the white foreign material and the cause of the foreign material remaining was unable to be specified. In addition to the clogged nozzle and foreign objects in the jet tube, further investigation found dirt on objective lens as well as jet tube pipe in the scope connector unit exhibited foreign material. Based on the results of the investigation, it is likely that the following led to the malfunction: the device was not reprocessed properly. There was leakage from switch 1 and switch 2. It is possible that leakage from switch 1 and switch 2 prevented proper reprocessing and therefore prevented the removal of foreign matter. Such events can be detected and prevented by following the IFU. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.